Event description:
It was reported that the patient presented for routine check of the device pocket. It was observed that the incision site would not heal or stop bleeding, possibly due to oral anti-coagulate and anti-platelet drugs. The decision was made to explant the implantable cardioverter defibrillator (ICD). The patient was stable.

Manufacturer narrative:
The device was returned for evaluation. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Telemetry, lead impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.